Event description:
Implant broke on insertion into humeral head. Surgeon punched pilot hole prior in insertion but implant broke. He pushed tip of implant further into bone, then inserted an ar-1928snf-2 behind the broken tip. No adverse consequence reported with the patient as a result of event. This device is used for treatment.